Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump¿s battery life was shorter than expected. The reporter denied any damage to the pump and stated that the issue had occurred with multiple batteries. Troubleshooting indicated low battery alarms in the pump history. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.